Event description:
It was reported that an ivc filter did not open properly once deployed in the patient. Reportedly, the legs were manipulated after the device was deployed and the filter successfully opened. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.